Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was tested on an in-house system and triggered error c-34. The reported complaint was confirmed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer reported there was a erbe c-24 error. Technical service engineer (tse) had the customer power cycle the erbe and removed external cables. The erbe started on its own with c-24 error. The surgeon was not interested in swapping the vision side carts (vsc) during the procedure. Tse was placed on hold while the customer looked for a force triad and energy activation cable. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a hysterectomy procedure with dr. Koon. The system functionality was checked upon powering up and it did power on without errors. The generator was exchanged out during the procedure and the procedure continued robotically as planned.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe c-24 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi received the erbe; however, failure analysis investigation is in progress. A supplemental MDR will be submitted if any additional information is received. This complaint is being reported based on the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.